Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings:during testing, an ink spot was observed near the bottom left corner of the display. A test screen was installed and displayed properly. Unrelated to this issue, the audio bolus button cover was damaged and torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 10/23/2015.